Event description:
The facility's biomedical engineer had sent an infusion pump for service where a baxter service technician had discovered a failure code 807:00. The biomedical engineer had stated that no patient injury or medical intervention was involved with the pump. Information was requested by baxter regarding the date this report occurred, the medication involved, pump programming and set-up information, specific patient information, tubing product code and lot number in use, but no additional information was available. Additional contact information was requested but no additional contact was identified.